Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spine/back indications and malignant pain. It was reported that, for the last couple of months, the handset was lagging at 90% when they were trying to bolus for "like up to 5 minutes". Patient services reviewed data and assisted the patient in deleting data. The patient was able to connect to the pump with no lag. The patient planned to call back if they needed further assistance. The patient also stated that the time zones were not correct. Patient services reviewed wi-fi and auto time zone and had the patient toggle off mobile data. It was noted that the patient had 5 boluses per day.